Event description:
Left arm pad broken and coming off armrest.seat upholstery snagging and back upholstery that is sewn around the cane, it is coming unstitched. Also the right tire fell off the wheel.

Manufacturer narrative:
(B)(4) - no RMA has been initiated for this issue. Model v18rfr, serial number/date code (B)(4) is approximately 1 year old. The owner's manual part number 1148116 rev. B (sep-10) was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumers medical condition, stability and medication regimen are unknown. The consumers technique while using the device is unknown. The maintenance history of the device is unknown. The malfunction has not been confirmed.